Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in a rehabilitation facility experienced hypoglycemia while using the ilet, following a meal announcement during correction mode; the device alerted for low glucose and the user self-treated with oral glucose. Symptoms included feeling okay without additional noted manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of the event details and user report, along with troubleshooting and education regarding the pause feature for activity. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.